Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he replaced the batteries that did not meet minimum battery run time. The fse completed the preventive maintenance (pm) with full calibration, functional testing, and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
It was reported that the batteries of an intra-aortic balloon pump (iabp) did not meet the minimum runtime specifications. This was discovered during preventive maintenance (pm) by a getinge field service engineer (fse). There was no patient involvement or adverse event reported.